Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and were able to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 90 mg/dl at time of reporting. Nothing further reported.